Manufacturer narrative:
During the site visit by the abbott ambassador the analyzer was inspected and discovered sample probe 1 cicoil cable to be warm to the touch with one of its internal cables blackened. The cable, s-r1 cicoil (part number b-30105525-06) was replaced and the instrument functioned as intended. A review of the instrument service history identified no contributing factors to the current complaint and no additional occurrences related to a blackened cicoil have been reported. The alinity s system service documentation provides adequate information for electrical hazards during operation and maintenance and for the removal and replacement of the cable, s-r1 cicoil (part number b-30105525-06). The alinity s system operations manual provides adequate information for performing an emergency shutdown on the instrument, regarding electrical hazards, and troubleshooting for observed message code. The power supply, cable, connectors, and associated electronics have been certified to meet ul safety standards and meets ce marking, including emc, low voltage, and radio equipment directives and ivd regulation. The control measure to prevent a fire in the case of electrical fault is that the power supply operates on a secondary low voltage (48 vdc), has current limiting circuitry built-in to the power supply and has a fuse on the circuit to limit power delivered if a fault occurs. Based on the available information, no systemic issue or deficiency of the cable, s-r1 cicoil or the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer reported error message sample probe 1 z motor failure on the alinity's processing module. During the site visit, the field service representative (fsr) observed evidence of burning on the cable, s r1 cicoil, which in between the z-motor and 6-axis board on the alinity's processing module. The fsr replaced the affected cable, s r1 cicoil, which resolved the issue. There were no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Event description:
The customer reported error message sample probe 1 z motor failure on the alinity's processing module. During the site visit, the field service representative (fsr) observed evidence of burning on the cable, s r1 cicoil, which in between the z-motor and 6-axis board on the alinity's processing module. The fsr replaced the affected cable, s r1 cicoil, which resolved the issue. There were no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.